Event description:
It was reported that a dissection occurred. The target lesion was located in the mid to distal left anterior descending (lad) artery. Following pre-dilation with a 2.00 x 15 emerge balloon, intravascular ultrasound was performed to study the vessel. The target lesion was further dilated with a 2.25 x 10 wolverine cutting balloon and a 2.00 x 15 nc emerge balloon. A 2.50 x 28 mm synergy was implanted to treat the target lesion. However, post implant a dissection was noted distally which was treated with a 2.25 x 16 promus elite stent. Delivery of a 3.00 x 28 synergy stent to the proximal to mid lad was attempted but the stent could not be advanced to overlap the 2.50 x 28 synergy even with the use of a buddy wire. A 3.00 x 28 non-boston scientific stent was able to be delivered. The procedure was completed by post dilating the stents with 3.50 x 8, 3.00 x 15, and 2.75 x 15 nc emerge balloons.